Manufacturer narrative:
Data downloaded from the device returned an 0x69 alarm, indicating an occlusion occurred during the run. Inspection of the device found no damages or defects that could contribute to an occlusion alarm. The root cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by the patient's mother that the patient had to go to the emergency room. Patient was diagnosed with severe hypoglycemia and dehydration. The patient's mother states that the patient's blood glucose levels dropped really low really quickly. Patient had complained about abdominal pain and chest pains and they were dehydrated. Patient's mother stated that they tried to give the patient intravenous therapy but was unsuccessful. They ended up treating the patient with glucagon, they gave a urine analysis, and provided glucose monitoring.